Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet bionic pancreas user switched from a dexcom g7 to a freestyle libre 3+ sensor and started the libre sensor using the abbott mobile app instead of the ilet mobile app, resulting in the sensor being bound to another device and unavailable for use with the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health impact. User support included customer interview and troubleshooting with education on freestyle libre 3+ pairing behavior. Investigation of this case revealed that the sensor operated as designed but was initiated on a non-ilet device, which prevents data sharing or transfer to the ilet; the device component and performance were not defective. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor start-up sequence and app selection.